Event description:
It was reported that a procedure had to be aborted after the patient was sedated. The physician experienced difficulty deploying the implant due to thick spinous process. After several attempts it was noticed that the implant would not expand completely. The implant was removed and irrigated, several attempts were again made to fully expand the implant, but it would not open. It was noted that excessive force was not used during the procedure. The procedure was aborted and the device was sent to sterile processing for decontamination and is not available for analysis.

Manufacturer narrative:
The reported complaint was confirmed as the returned implant revealed the spindle cap was completely sheared off from the implant body. The damage was sufficient to preclude functional testing. The damage to implant indicates failure was due to a combination of deployment against resistance, such as bone, and physician failing to correctly attach the inserter to the spacer. The most probable cause for this complaint was considered unintended use error caused or contributed to event.

Event description:
It was reported that a procedure had to be aborted after the patient was sedated. The physician experienced difficulty deploying the implant due to thick spinous process. After several attempts it was noticed that the implant would not expand completely. The implant was removed and irrigated, several attempts were again made to fully expand the implant, but it would not open. It was noted that excessive force was not used during the procedure. The procedure was aborted and the device was sent to sterile processing for decontamination and is not available for analysis.